Event description:
The following has been reported by customer: pump won't accept infusion line reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.